Event description:
User described the following issues with pen needles. Box was sealed and never opened, however user alleged "15 needles were broken/bent and 27 pen needles were missing". There were some that "were tampered with and didn't have the protective seal on each individual pen needle package case". Customer felt that they should be sealed in a sealed bag.